Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the suture broke when pulling back to set the anchor when using the angioseal device. The device was successfully deployed. The patient is fine. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.